Event description:
It was reported that tandem mobi pump battery did not charge and caller had been using third-party wall adapter instead of tandem charging supplies. There was no reported impact to the customer¿s blood glucose level. Customer was informed that third-party charging supplies were not recommended and was instructed to use tandem mobi wall adapter for troubleshooting, but customer was unable to attempt troubleshooting during call, and subsequent follow-up attempts by technical support via voicemail and email received no response, so case was closed with no additional information received regarding outcome of event.